Manufacturer narrative:
Follow-up #1 date of submission 09/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed motor errors on 07/01/2015. Reboots were observed with the clearing of the motor errors. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was undamaged; however, evidence of moisture contamination was found on the cap and in the battery compartment. The pump was able to power on with the returned battery cap. The pump was exercised for 24 hours with no alarms or power issues. The pump failed a leak test at the battery compartment. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. Furthermore, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.